Event description:
It was reported the insulin pump alarmed motor error three times in a month when changing the reservoir. Customer's blood glucose level was 267 mg/dl. Customer's mother does not recall any significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Custome's mother was advised to disconnect from the device. Customer does not use the sensor feature. Customer's mother can rewind the device. Customer was advised to monitor the pump. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The device was unable to prime during prime/a33 test due to faulty fsr (gold). No motor error alarm noted. Motor passed motor test. The device was received with cracked case on display window corners, cracked reservoir tube lip, and cracked belt clip slot.